Manufacturer narrative:
This is a definitive report. This case is received by seikagaku corporation on july 10, 2018 from the FDA mw5078158 dated july 3, 2018. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
A female patient who received gel-one injection in the knee. The patient had a knee surgery. Event outcome was reported as "hospitalization" by the reporter.